Event description:
Invalid result (s). Control line did not develop. The user appears to have performed the test correctly.

Manufacturer narrative:
Batch records, final product manufactured and qc records have been reviewed for lot (B)(6). No abnornal issue was found in the manufacturing process, technical testing and quality control inspection, the manufacturing process complied with the dmr. Test results of retention samples were checked and no abnormalities were found, the reported issue was not found, this complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). Control line did not develop. The user appears to have performed the test correctly.